Event description:
Pt was implanted with the zmr femoral body and femoral stem in 2001. In july 2002, the pt was seen by the physician at which time the fracture of the prosthesis was observed. The pt admitted to jogging during the rehab period. The stem and body were explanted during revision surgery 2002.